Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: event date: (B)(6) 2018 dentist's name? Dr. (B)(6). Return status of materials. - it was not sent yet. Did the patient have any permanent damage? No. Did the patient have to be hospitalized or had you been hospitalized for a long time due to a j & j product problem? No. Was it necessary to re-operate the patient to avoid or correct any damage? It was necessary to be remake the suture with other competitor material. Have the patient had any serious damage? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event ¿fragile material, break easily¿; did the suture break? Number of procedures involved? For multiple procedures, please open separate pcs, 1 for each procedure, with following information: quantity involved. When did each involved device break, in the package/during dispensing/ during actual use on patient? How was case completed? Any patient consequences? If yes explain. What medical/surgical intervention was provided?

Event description:
It was reported that patient underwent dental procedure on (B)(6) 2018 and suture was used. The suture broke during use. The surgeon was concerned of the fragility of the suture. Another device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.